Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was installed during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the system would boot up, but was unable to make fluoroscopic x-rays. There is no report of pt injury or death.